Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by manufacturer representative (rep). Rep reported the replacement date has not yet been confirmed and the issue is still ongoing. Rep reported the location of paddles on the body was chest-left of center and back. The location of the ins was the right side. Rep reported this was the patient's first cardioversion.

Event description:
It was reported that patient went in for cardioversion procedure with battery charged to 60% and did turn the battery off for the c ardioversion procedure. When he went to turn the battery on, it showed the battery depleted and he could not connect to it. He charged the battery up and connected to it and turned it on but the battery did not stay on even though it was charged he charged it to 1 00%. He turned it on, but the battery would not stay on. Manufacturer representative (rep) had him charge it all the way up again. It will hold a charge but when he turns it on it gives an error code 2718 and will not stay turned on. Rep is meeting him in his physicians clinic tomorrow to further diagnose this and do a total reset of the battery tomorrow is april 29. Rep will update with further information. Rep said the implant battery was at 0% when he tried to interrogate it. Rep said he'll recharge the implant and then do a reset on the neurostimulator to see if that will allow patient device to hold a charge. Technical services(ts) reviewed with rep that engineers said implant replacement is likely needed. Ts reviewed warranty and for rep to send back the implant for analysis. Rep reported the reset did not work and they are sending for an explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.